Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four coils and two smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil within its introducer sheath, and therefore the smart coil was removed. The procedure was completed using a new smart coil, additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was kinked approximately 27.0 and 121.0 cm from the proximal end. The embolization coil had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub prior to advancement, offset coil winds may result. These offset coil winds will likely contribute to difficulty advancing the coil on any subsequent attempts. Further evaluation revealed kinks on the pusher assembly. These kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.